Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the encoder assembly and one knob were contaminated, the battery wires were pinched, the display frame was damaged, and two case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg was returned for service. No patient complications have been reported as a result of this event.